Event description:
Medtronic prestige lp artificial disc was implanted in my cervical spine at c4/c5 by neurosurgeon on (B)(6) 2017. As a result of this implant, serious and severe pain began as a result of the surgery. Surgeon did not abide by guidelines for using device and proper indications / pt selection. He also did not order any diagnostic testing or thoroughly check my medical records / history prior to surgery. There were several contraindications that make me the wrong candidate for the artificial disc replacement surgery. As a result of implanting the device, my cervical spine became kyphotic, my shoulders were raised and locked in place. The device collapsed (subsidence), I lost all range of motion in my neck (up/down, site to side), the device began to fracture the adjacent vertebrae and I have been in severe pain ever since / as a result of the surgery. Prior to surgery, I had left muscular/neck pain only. I had no numbness, tingling, no pain in arms or shoulders before the surgery. In (B)(6) 2018, the artificial disc was removed by a different surgeon, and a fusion was completed at c2, c3, c4, c5. Unfortunately the damage inflicted as a result of the first surgery creating severe daily pain and suffering.